Event description:
It was reported that patient experienced abnormal swelling at the neurostimulator implant site. Swelling started occurring the night of august 29. Surgeon stated that it could be due to antibiotics they used on the incision site. Patient stated it is better than it was. Patient was referred to his managing dbs doctor for assistance. Additional information was received from patient (pt). Pt reported the causes of the swelling are the use of antibiotics (vancomycin beads) and the implanter controller projecting outward from the chest wall which the healthcare provider (hcp) did not expect. Pt reports being informed of how controller projects outward from chest. Pt reports the swelling is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from hcp indicating that issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.